Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing of the ventricular pace. Inappropriate shock therapy was delivered which precipitated ventricular tachycardia.